Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Logfiles have been requested but not provided therefore logfile review could not be performed. The company representative assessment and the provided topographies suggest the most likely root cause is false refraction. The preoperative astigmatism of the anterior corneal surface of one. Nine four diopters were treated with cylinder. -three. Five zero diopter can lead to the described event of reverse astigmatism and might need retreatment to avoid induced (high order aberrations). Surgeon has only reported this one case from the surgery day therefore it can be assumed that a device malfunction is highly unlikely. According also to company representative an initial refraction error of the patient during the preoperative examinations to be the most likely cause. No root cause for the customers reported event could be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon missed the target refraction and the astigmatism practically rotated which resulted patient experienced residual visual impairment and unexpected outcome with refractive index more than one diopter has in the right eye of a patient, after lasik surgery.